Manufacturer narrative:
The exact implant date is unknown, but is estimated to be (B)(6) 2003. A review of the manufacturing records could not be conducted because the lot number is unavailable.

Event description:
It was reported to gore that a gore® dualmesh® biomaterial was used for a laparoscopic hernia repair in (B)(6) 2003. It was reported the mesh became infected and was removed (B)(6) 2017.

Manufacturer narrative:
The specimen was returned to w. L. Gore & associates for investigation. Submitted unfixed was one gore® dualmesh® biomaterial fragment. Material consisted of a dual sided ptfe mesh consisting of a corduroy surface and a smooth/barrier surface. The material was mostly devoid of tissue except scattered plaques of loosely adherent friable red/brown material present on both surfaces. Metal helical tissue tacks were visible along the free edge of the patch, some with adherent pale brown friable material. The patch was transected prior to submission along the long axis of one edge with several smaller cuts present along the free edge. Fragments of green suture material were present at each corner of the patch. Multiple, 5-10mm, holes were scattered across the device, some consistent with tack holes. Multiple linear demarcations composed of evenly spaced serration marks were visible on both surfaces. Histopathological examination of a representative sample from central patch area was performed. The section examined from the specimen submitted is consistent with gore® dualmesh® biomaterial. There is evidence of extensive autolysis due to the specimen not being placed in fixative in a timely fashion. The presence of mineral is consistent with changes seen in devices implanted for this duration. No conclusions can be drawn regarding the presence of bacteria and the condition of the specimen prior to explant. Disruptions identified were not associated with the handling or manufacturing process at w.l. Gore and associates. The disruptions are consistent with a surgical procedure (implant and/ or explant).